Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), the luer hub of the cypher select plus 2.5 x 18 mm stent was noted to be cracked. The product issue was noted prior to the device being clinically used in the pt. Add'l info has been requested. There was not reported pt injury.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.